Event description:
Info received indicates the brake will not engage at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm broken. The technician replaced the rocker arm and linkage at the head and foot to repair the stretcher.